Event description:
It was reported that during a percutaneous transluminal coronary diagnostic procedure, catheter fracture occurred. The physician advanced the 6f mach1 kimny mini guide catheter. However, as the physician attempted to turn the catheter into the coronary vessel, the physician noted blood flow through the catheter at a fracture site. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that during a percutaneous transluminal coronary diagnostic procedure, catheter fracture occurred. The physician advanced the 6f mach1 kimny mini guide catheter. However, as the physician attempted to turn the catheter into the coronary vessel, the physician noted blood flow through the catheter at a fracture site. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft was twisted 3mm from the strain relief. There was also a hole in the shaft wall with braiding exposed at the same location as the twist. The confirmed shaft hole/perforation near the hub is consistent with the reported broken shaft. There was no evidence of any material or manufacturing deficiencies contributing to the damage or broken shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).